Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The domestic list number has a common device name of 80 frn and has a 510 k of k865060. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified concentration of farmorubicin, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that a leak of solution was noted at an unspecified location. The plumset was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including details on how the solution that leaked was cleaned up.